Manufacturer narrative:
Completion of service pending.

Event description:
The international customer reported when the ventilator was turned on the display was blank. Review of the device diagnostic log history noted during operation in normal ventilation mode the ventilator restarted and was unable to resume ventilation due to pressure sensors failure. A pressure sensor failure may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. Upon evaluation, the manufacturers service technician reported the unit was damaged as if it had been dropped. Completion of service is pending.